Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that multiple no external power alarms were observed in the patient's log file. These were caused by power to the mobile power unit (mpu) being briefly interrupted. The mpu had a v-lock connector, and the ac power cord did not come loose. There were no environmental circumstances that could have contributed to the event. The event appeared to be caused by the patient not being familiar with their equipment and disconnecting both power cables when switching power sources.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 8 days of data ((B)(6) 2022 per the timestamp). He log file captured no external power and low voltage hazard alarms on (B)(6) 2022 from 9:50:35 to 9:50:41 and from 9:50:42 to 9:51:22 due to temporary losses of power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided stated that the alarms were related to user error; however, the exact cause of the alarms is unknown. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(6) was shipped to the customer on 03mar2017. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.